Event description:
Later, because the high impedance condition was never resolved, there was a subsequent allegation of premature end of service. This is an expected occurrence- increased resistance within the system results in higher energy consumption, which accelerates generator depletion. This information is not uniquely reportable, but will be reported for additional context for the high impedance report. Later information was obtained (that could not be verified) that had indicated that the patient's generator was noted to be within normal impedance levels however no evidence of this claim was able to be produced for the manufacturer. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was reported that the patient has high impedance shortly after their generator was replaced. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or malfunctions. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that no troubleshooting steps were taken during surgery when the high impedance was seen. No other relevant information has been received to date.